Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Reviewed error logs in lighthouse/artemis and confirmed that error 23008 and 23030 did trigger in the field. Visually inspected the unit and could not find any issues to be related to the event. Unit was installed onto the known good in-house system and system did not trigger any errors. Powered cycle system multiple times and still could not trigger any errors. Performed functional testing on the unit and all tests passed. The complaint was not confirmed based on failure analysis. While the reported complaint was not replicated during failure analysis of the mtm, the errors observed in the system logs point to a potential issue with the mtm sensor. This issue may be resolved by fse service to replace the mtm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were repeated left arm errors at the console. The customer was provided the option to either disable the left controller or restart. It was advised to disable the left arm and switch to another console, which allowed the procedure to continue. The procedure was being completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.